Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the right common femoral artery was attempted using a starclose se device. Reportedly, after deploying the locator wings using the plunger, when the device was pulled back to place the locator wings on the anterior surface of the vessel wall the device pulled out from the vessel with the locator wings remaining deployed. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported loss of arterial access while retracting the device to position the wings against the arterial wall was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar loss of arterial access while retracting the device to position the wings against the arterial wall incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.